Event description:
On 5/29: customer reports that during procedure the fluoro pedal failed and no fluoro was available. Nurse attending procedure not available to discuss event.

Manufacturer narrative:
Liebel flarsheim service report states, field service engineer verified proper operation per the sedecal maintenance chapter of service manual and found that someone had change to the 'rad' mode in the sedecal configuration screen. Field service engineer did a system default to get back to 'rf' mode and recycle power. Investigation completed and system returned to full service by customer.